Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hrsv to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) and the customer reported complaint was replicated. In-house fa installed hrsv monitor to printed circuit assembly (pca) xi system and found no image in the right eye when power up.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the right eye in the surgeon's console was completely out. Prior to calling the customer restarted the system and reseated the endoscope with no change, an intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle and reseated blue fiber cable of the surgeon's console with no change. The tse then had the customer try a different endoscope with no change. The tse reviewed the live logs and found error 119 indicating a low current in high resolution stereo viewer (hrsv) monitor. The procedure was switched to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy since the surgeon could not see out of the surgeon side cart. The patient tolerated the conversion. There was no increase in port size or additional ports placed.